Event description:
It is reported that a customer has issues regarding her sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 91 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor may be bent or damaged. The customer was informed that the sensor needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specification with accurate readings. However, the cannula was found bent. It could not be confirmed that the customer received the sensor in this condition as it was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.